Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was fractured and was exhibiting impedance measurements greater than 2500 ohms. The associated device was reprogrammed to vvi configuration until the lead issue can be addressed. A revision procedure was subsequently performed and the lead was removed from service and replaced. No adverse patient effects were reported.